Event description:
During the implant procedure, bubbles were observed when flushing the area after tunneling with a medtronic catheter passer. Implanting physician contacted a thoracic surgeon who advised imaging. Imaging confirmed pneumothorax. Once the implant was completed, the surgeon placed a chest tube and admitted the patient overnight for observation. Pneumothorax resolved and patient was released 4 days later.